Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was abandoned surgically due to a product performance anomaly. Additional information was obtained indicating that the right ventricular (rv) lead threshold was increasing. It was thought that the increase in threshold was due to patient condition. There were no changes noted in sensing and impedance. No additional adverse patient effects were reported.